Event description:
Surgeon's initial attempt to implant a barricaid device was into s1, after striking the strike cap began to bounce then the guidewire broke. Device was removed using removal tool and a second implant attempt was successful on the opposing vertebral body (l5).